Event description:
It was reported that a patient underwent a dental extraction procedure on (B)(6) 2012 and an absorbable hemostat was used on the gum area where the tooth was extracted to stop bleeding. A cotton wool roll on the top was also used. The cottonwool roll was removed before the patient went home, but the absorbable hemostat was left in place due to risk of rebleed. About 20 hours later, the patient suffered an anaphylactic reaction with swollen lips and went straight to the hospital. The dentist reported that the hospital and parent's believe this event is probably unconnected with the use of the absorbable hemostat because of the time delay. The mother reported that perhaps it was a bee sting at school that triggered the reaction.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually inspected to ensure they were all sealed, conformed to specifications and that the pouches were not expired. The samples met the requirements.

Manufacturer narrative:
(B)(4): anaphylactic reaction. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.